Manufacturer narrative:
Evaluated one random opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. We also performed bicarbonate buffer test; sensor passed with accurate readings. Also checked needle for burrs/hooks and dull needle tip defects and found needle with a small hook at the tip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 68, blood glucose reading 139 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. The customer mentioned that the needle was missing from the sensor. Troubleshooting occurred. Advised sensor would be replaced.